Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. The root cause of the access site bleeding was most likely patient movement since the patient was ambulating the entirety of the day and evening the following have been reported incorrectly or missing from manufacturer device report 1220648-2024-18113.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Impella cp with smart assist system. Section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported 66-year-old female patient was on impella 5.5 ongoing support. Care had been escalated from an impella cp for the patient, who had been admitted in with acute myocardial infarction (ami) and cardiogenic shock (cgs). After 8 days of the 5.5 pump, it was explanted due to concerns of an access site hematoma. The team did not need to place a drain, but premature explant was needed. Prior to the explant heparin had been withheld.